Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to cystocele, rectocele, and stress urinary incontinence. The patient experienced pain, infection, and urinary problems. It was reported that patient underwent mesh revision (B)(6) 2010 due to urinary problems, pain, numbness, and infections. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08112. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary bowel problems, urinary retention, frequency and urgency.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior-posterior colporrhaphy and bilateral sacrospinous colposuspension.